Event description:
It was reported that during a device check the device longevity was at three years. About three months later, the device was noted to be at eri (elective replacement indicator). When the device was interrogated eri was cleared, but the longevity estimate and other information were not available. The device settings were reprogrammed to pre-eri settings and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4524-53 implantable pacing lead, (B)(6) 1998; hm342r31h implantable tissue valve, (B)(6) 1998. (B)(4).